Manufacturer narrative:
The technician found the side rail was damaged and was almost ripped off of the bed. The technician replaced the side rail to resolve the issue.

Event description:
The technician alleged the side rail would not latch. No patient impact.